Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that no hardware was replaced. The system performed as intended. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that a navigated spin did not automatically transfer to the navigation system. The site was able to manually push the image to the s8 and used a c-arm to complete the case. Troubleshooting was performed at a later time. It was noted that manual registration was required despite the 3d spin having a nav tag. The same issue occurred after deleting the patient's instances on the system. The account successfully transferred the image to another navigation system in a different operating room, indicating the issue was specific to this system. Two additional spins with other patients also failed to transfer with automatic registration. A new imaging spin was taken with the navigation system, and it transferred without issue. It was suspected that this particular navigation system has an issue with the three nav tag spins. Imaging and navigation were aborted, resulting in a 20-minute delay in the procedure. There was no patient impact.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9735740, software version: 2.1.0. The analysis concluded that out of the three sessions that were provided, the second session logs captured an error stating, 'ptreader indicates an unread value in the dicom file errors' during the imaging system exam transfer. Additionally, it was also observed from the logs that the registration data was missing for the exam used in the procedure. Codes b01, c10 and d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.